Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3 cubies on drawer 5 had invalid memory. A field service engineer (fse) confirmed that the auxiliary full height (fh) drawer had cubies, but it was not detected on bus. So, the fse reseated row board cable, then cleaned and reseated retractor band, then rebooted and ran firmware updates. After that the fse tested in hardware test application (hta) and customer performed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 cubies b1, b3 and d1 had invalid memory. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.